Event description:
It has been reported that device voice prompts are not functioning correctly. No pt use is associated with this event.

Manufacturer narrative:
(B)(4). Device evaluation pending device return.